Event description:
Customer reported there is no bar code scan option or red light that emits from device. Customer stated performing a hard and soft reset on device. No treatment. A request was made for return product and replacement product was sent.